Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip revision surgery the unknown spacer had dislocated. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of op notes which indicated that during procedure, large hematoma that extends into fascia and joint space was found and removed. The spacer was found to have been dislocated. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that spacer dislocated 1 month after implantation. Attempts were made to obtain additional information; however, none was available.